Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: field generator, 9731203 em mobile, serial/lot #: (B)(4), UDI#: (B)(4). A manufacture representative went to the site to test the navigation system. During testing it was confirmed that the emitter was not tracking correctly. The emitter was replaced and the issue resolved. Functional testing and visual/physical examination was completed. The reported problem could not be duplicated. During testing the system remained green status during all testing. Flexing the cable did not indicate any intermittent opens. The returned part was fully functional. The software investigation was unable to determine probably cause based on the information provided. Device manufacturing date is unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was having difficulty verifying the registration probe. The emitter details were pulled up and everything was green including the patient tracker with a base value of 0.6. It was noted the surgeon was eventually able to pass verification by orienting the probe down and away to the right of the patient. The surgeon felt the field was pointing in the wrong direction. There was no impact to the patient outcome and less than an hour delay due to the reported issue.